Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Serial number was not provided therefore UDI is not available. Manufacturer's investigation conclusion: the reported event of a call hospital contact alarm on the heartmate ii system controller was not confirmed. The heartmate ii system controller was not returned for evaluation and no log files were submitted for review. Multiple good faith efforts were sent regarding why a controller exchange occurred on 03nov2020, the serial number of the exchanged controller, and if any product would be returning to abbott for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records of the heartmate ii system controller were unable to be reviewed due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including replace controller, yellow wrench, and call hospital contact alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bedside nurse exchanged the patient's controller due to an alarm reading, "call hospital contact." This alarm occurred in the middle of the night; however, an interrogation of the system controller did not reveal any alarm condition prior to the exchange of the system controller. It was reported log files found a controller exchange that occurred on (B)(6) 2020. Related manufacturer report number: 2916596-2020-05596.